Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was unknown. The customer reported having symptoms of keytones, dehydration, and shortness of breath. The customer was not wearing the insulin pump for 4 days prior to the time of hospitalization. Bent cannulas were also reported. Troubleshooting occured.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.